Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was repositioned. It is reported that the lens is too small for the eye. The lens remains implanted. Cause reported as patient related factor. If additional information is received, a supplemental medwatch report will be submitted.